Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: wear abrasion, crease flat and opening on valve. Leak test and microscopic analysis was performed which identified: device no leakage and crack opening on valve. Despite the valve opening, there are no leaks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.